Manufacturer narrative:
The customer replaced the reagent pack and recalibrated the assay. The field service representative found the gear pump pressure was low, the sample probe needed to be replaced, and the system needed to be recalibrated with a new reagent pack. He adjusted gear pump head pressure, replaced the sample probe, did alignments of the sample probe, and ran an air purge of sample syringe. Mechanism checks and precision testing were acceptable. The customer ran calibration and qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 14 patient samples from the cobas 6000 c 501 module. Data for only one sample was provided as an example. The initial result was 3.613 mg/dl and the repeat result on (B)(6) 2021 was 1.939 mg/dl. The questionable result was reported outside of the laboratory. A corrected report was sent. The reagent lot number was 570178. The expiration date was requested but was not provided.